Event description:
A pre-bent lenke probe broke during surgery. The surgeon removed some pt bone to remove the broken instrument tip from the wound intra-operatively.

Manufacturer narrative:
Review of the associated DHR found no device nonconformities that might have contributed to the event. The product labeling adequately describes device usage.